Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient had the pump removed at the end of (B)(6). The patient had the pump to help with pain of rsd/crps and ¿back problems¿. The patient was transported to the emergency room (ER) on (B)(6) 2023 due to symptoms of withdrawal then had the pump removed on (B)(6) 2023. It was also reported they were tested for covid and the flu when they went to the emergency room , but the hcp believed it was opioid withdrawal and gave them morphine to help with the symptoms. The patient stated the catheter was left implanted because they could get migraines if removed. It was noted the catheter bothered them after implant and the catheter would sometimes hurt and the patient would feel like it was burning. It was also reported the pump "dropped" then clarified the pump shifted down lower on their body. The caller was redirected to their healthcare provider to further address the issue. Physician listings were requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare provider (hcp) who reported that the cause of the patient's symptoms related to the catheter consisted of no hardware related complications. The hcp reported that the pump did not drop or shift in the patient and the sutures were intact on explant. There were no actions or interventions that were completed to resolve the patient's symptoms related to the catheter. The event resolved. The hcp reported that the pump was explanted due to patient preference because of lack of efficacy per patient report. No further information was provided.